Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/2.0/083 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Within the same surgery, the lens was exchanged for a longer length lens due to low vault with rotation. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B2:malfunction. B5:the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/2.0/083 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Within the same surgery, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown. H6:impact code 2199. Claim #(B)(4).